Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7080418.

Event description:
It was reported that the lead migrated which was confirmed through imaging. The patient underwent a procedure where the intent was to re-position the lead into the correct position, however the physician cut the lead and therefore ended up replacing the lead. Post operatively, the patient was doing well receiving good coverage of their pain area. The explanted lead will not be returned as it was discarded by the medical facility. It is unknown which of the two implanted leads was the one involved with the event and was explanted.